Manufacturer narrative:
Cine image review: the images capture the lesion site as reported by the account and the difficulty delivering the guide wire through the calcified lesion. In the next images, pre-dilation is evident by an unknown inflated balloon with two marker bands, and the inflation of a balloon with one marker band- possibly the sprinter otw balloon. The images capture what appears to be the detached inner shaft marker/balloon material in the sfa after the dilation. The attempted removal of the inner shaft marker/balloon material by spider embolic protection device and athrectomy is visible from the images, but was unsuccessful. The inner shaft marker/balloon material is then visible in a branch of the sfa and the lesion site is then inflated with an unidentified balloon.

Manufacturer narrative:
Evaluation results: 24 off-label, unapproved or contradicted use (the sprinter legend over-the-wire instructions for use (IFU) state the sprinter legend rx 1.5-4.0mm balloon dilatation catheter is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion). (B)(4).

Event description:
The physician attempted to use a sprinter otw balloon to treat a severely calcified and moderately tortuous left mid sfa lesion exhibiting chronic total occlusion. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. Negative prep was performed successfully. During the procedure and after pre-dilation, the physician inserted the balloon over the wire to the left sfa lesion. Resistance was encountered when advancing the device and excessive force used. The device did not pass through a previously deployed stent. The balloon was inflated five times with a maximum pressure of 5 atms. It was reported that the balloon ruptured along with the catheter shaft splitting. The distal section of the balloon detached and dislodged in the sfa. The physician attempted to use a spider embolic protection device distal to the dislodged balloon fragment and use a micro catheter to move it into the filter. This was unsuccessful. The physician then used non-mdt atherectomy device to ablate the dislodged balloon fragments with no success. It was reported that the fragment migrated into a small branch off the sfa. The case was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.